Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for medical device report# 8010047-2020-10572. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the reported lot number ¿99k¿, the device was manufactured in sep 2019. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the similar investigation results in the past, the likely cause of the guide wire tip tear might be the following reasons: 1) trying to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. 3) a load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. As stated on the IFU and as a preventive measure, the user manual states: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device will not be returned as it is not available. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy procedure, the silicone distal tip fractured, causing the guidewire to come out. The device was replaced and the intended procedure was completed successfully. No death or serious injury was reported.